Event description:
Additional information received reported that the patient did not have concerns with his device or therapy.

Event description:
It was reported that the patient checked his implantable neurostimulator (ins) on the day of the report and thought it was going off because he was seeing a different display. The patient stated that his symptoms started coming back at ¿about noon today.¿ the patient noted that the night prior to the report he checked his ins and ¿it said 75%.¿ the patient checked the ins during the report and it beeped three times and showed the power on reset (por) with the doctor face message. The patient stated that he also saw this screen ¿about two hours ago.¿ the patient also saw a triangle in the top left hand side of the programmer screen. The patient could not clear the por screen and noted that he went to the dentist the day prior to the report. Three days later it was reported that the patient was in the healthcare provider¿s (hcp) office with ¿off¿ symptoms. The patient was seen due to a feeling of loss of therapy the day prior to the report. The patient was ¿frozen¿ and apparently the ins was in an ¿off¿ state. The hcp ¿titrated¿ the patient¿s voltage from 3.8 to 3.9 volts. The hcp tried to interrogate with the clinician programmer and got the initializing program screen. The hcp repositioned and got the invalid serial number message. The hcp was unable to communicate with a patient programmer or recharger. It was noted that the patient was at 70% charge the day prior to the report. The hcp tried a quick physician mode recharge (pmr), but got no results. The patient was hospitalized and was being treated with medications. The hcp intended to try interrogating again at a later time. Later that day it was reported that the patient was in the emergency room (ER) the day prior to the report. The patient and reporter went to the ER because they were having a hard time getting a hold of any one and continued to see the por message. The reporter stated that in the ER they reset ¿everything¿ and the hcp told the patient to wait until the day of the report to increase stimulation. The patient was at a lower setting than usual when he left the ER. The reporter needed help using the patient programmer and when she used the antenna she got the poor communication screen. Without the antenna the reporter got the ¿device not supported¿ message. The reporter tried the recharger and got the reposition antenna screen. It was noted that the patient last recharged two days prior to the report and usually charged every day. The ins was at 75% in the ER. The patient¿s symptoms were ¿pretty bad¿ the day prior to the report and they ¿got him pretty good before they left the hospital, but today his symptoms had gotten worse.¿ the following day it was reported that the hcp had not yet seen the patient on his rounds, but verified that the clinician programmer was the same one that he used to program the patient the day prior to him coming back to the office. The hcp felt the device was defective. Another day later it was reported that the manufacturer representative met with the hcp and patient. The clinician programmer kept getting the initializing message and would stay in a loop for five minutes or more. They would end it and try again with the same result. However, the invalid serial number screen was not seen again. The patient programmer showed the ¿device not supported icon.¿ the patient was still in the hospital with a full return of symptoms and increasing medications was used to treat. The next day it was reported that the device was explanted and replaced on the day of the report with no issues. They were able to communicate with the new device and program appropriately. They did not try to communicate with the explanted device. Ten days later it was reported that the cause of the issue was unknown and attributed to the ins. The replacement of the ins resolved the problem. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient went into the emergency room (ER) on (B)(6) -2014 and the reporter was able to turn the patient's implantable neurostimulator (ins) back on. The patient came back the following day and the reporter could not get the ins back on. The reporter stated that the ins "failed" and had to be replaced. The patient had an acute loss of therapy as a result and the reporter's confidence went down with the rechargeable ins devices. The patient's ins was replaced and he was doing well now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found a hybrid anomaly but the cause was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n251401, implanted: (B)(6) 2010, product type: adapter. Product ID: 37642fd, serial# (B)(4), product type: programmer, patient. Product ID: 7436, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0527189v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0108063v, implanted: (B)(6) 2001, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).